Event description:
Both screws that came with the tibase do not go down fully. Same lot# products are fine. It's ndg-b15s assembly defect case with screw, and the results of the returned product that show that it's not suitable assembly-wise, appearance-wise and dimension-wise. The screw thread of sample a1 turned to be not processed. Determined as manufacturing defect owing to a broken cutting tool. Reference report mw5145163.